Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable is flooded. Flooding of main body. Corrosion of electrical contact points. Accumulation on main body. Based on the results of the investigation, it is likely the following led to the malfunction: probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and/or electrical problems such as open circuit, short circuit, or signal loss, and mechanical problems such as leakage or seal deformation. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the camera head exhibited a blurred image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.